Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist, approximately 2 years and 22 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the native bicuspid aortic annulus, the valve failed due to stenosis. A 26mm sapien 3 ultra valve was successfully implanted in a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The device was not returned therefore, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for ''post-implantation - stenosis'' was unable to be confirmed due to unavailability of medical record/relevant imagery/device return for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies a review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per IFU, valve stenosis were potential adverse events associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, ''approximately 2 years and 22 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the native bicuspid annulus, the valve failed due to stenosis''. Due to insufficient information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.